Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues") and uterine haemorrhage ("other injury(ies) or complication please describe: abnormal uterine bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, fibroids, uterine leiomyoma and breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2016 for bleeding genital. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("hormonal changes describe: gain weight"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), panic attack ("panic attacks"), abdominal distension ("bloating") and uterine leiomyoma ("fibroids/ leiomyoma of uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful sex") and depression ("depression"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, uterine haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased, female sexual dysfunction, migraine, headache, nausea, allergy to metals, alopecia, panic attack and abdominal distension outcome was unknown and the genital haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 26-sep-2018: previously reported events - "abnormal bleeding, fibroids/ leiomyoma of uterus " outcome updated to "not recovered / not resolved" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, fibroids, uterine leiomyoma and breast pain. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("painful sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, headache, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, event added as :- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety and depression, dysmenorrhea (cramping), conomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues") and uterine haemorrhage ("other injury(ies) or complication please describe: abnormal uterine bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, fibroids, uterine leiomyoma and breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2016 for bleeding genital. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("hormonal changes describe: gain weight"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), panic attack ("panic attacks"), abdominal distension ("bloating") and uterine leiomyoma ("fibroids/ leiomyoma of uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful sex") and depression ("depression"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, uterine haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased, female sexual dysfunction, migraine, headache, nausea, allergy to metals, alopecia, panic attack and abdominal distension outcome was unknown and the genital haemorrhage and uterine leiomyoma had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues") and uterine haemorrhage ("other injury(ies) or complication please describe: abnormal uterine bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, fibroids, uterine leiomyoma and breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2016 for bleeding genital. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("hormonal changes describe: gain weight"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), panic attack ("panic attacks"), abdominal distension ("bloating") and uterine leiomyoma ("fibroids/ leiomyoma of uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful sex") and depression ("depression"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, uterine haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased, female sexual dysfunction, migraine, headache, nausea, allergy to metals, alopecia, panic attack, abdominal distension and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Product lot number received and implanted date updated. Concomitant drug added. New events: "hormonal changes describe: gain weight, apareunia (inability to have sexual intercourse), migraines, nausea, nickel allergy, hair loss, other injury(ies) or complication please describe: abnormal uterine bleeding; panic attacks; bloating; fibroids/leiomyoma of uterus." Added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches") and dyspareunia ("painful sex"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, headache and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.